Manufacturer narrative:
(B) (4). The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.

Event description:
Device malfunction: broken shaft. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during the procedure in the femoral artery, the xpert stent delivery system shaft broke into two pieces proximal of the tuohy borst valve outside of the patient anatomy. The device was removed from the patient anatomy successfully and another xpert stent was successfully deployed to finish the procedure. There were no adverse patient effects. Though requested, no additional information was provided.